Manufacturer narrative:
The insulin pump passed the functional testing. However, alarms were found in the alarm history due to a corrupted history file. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a displayable history check failed on startup alarm from his insulin pump. The customer's blood glucose level was 240 mg/dl. The customer stated he had received the alarm 20 times during normal insulin pump use and cleared it each time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.